Event description:
It was reported that the implantable neurostimulator (ins) was put in for the back and the pain was much better. The patient had pain that moved lower and would like to have the ins cover that pain also. The patient felt like her butt hurt all the time now. It was noted that the patient¿s family healthcare professional thought she should be pain free. They had tried programs a and b and it had not helped with pain in the lower area. The pain had started 3 weeks prior to the date of this report and there had been no falls or accidents. It had been getting really bad lately because she had twisted wrong. The patient¿s family healthcare professional had stated that the implantable neurostimulator (ins) was not working right because she had mentioned she wanted a refill on oral pain medication. It was noted that the patient had changed programs before to get rid of pain in the toes. Additional information received had indicated that the patient was still having concerns with their device or therapy but had not sought further help. No outcome was provided, further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4). (B)(6).